Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device was returned to bd and is pending evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided and the lot history review will not be performed. The device was returned for evaluation. Leak was not identified therefore the investigation is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: g1, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600570 chronic catheter allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The lot number for the reported malfunction was not provided and the lot history review was not be performed. The device was returned for evaluation. The investigation is unconfirmed for leak. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.